Event description:
Medtronics minimed guardian continuous glucose transmitter became defective after just 6 months. Malfunction caused inaccurate blood sugar level reading leading to uncontrolled sugar levels. FDA safety report ID # (B)(4).